Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure or foreign body reaction to the product in the local tissue. The non-serious events of arthralgia, bursitis and pneumonia were considered unexpected and unrelated to the treatment. Alternative etiology for the unexpected events includes undisclosed/undiagnosed medical conditions. The case meets the criteria for expedited reporting to the regulatory authorities evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. A follow-up on the lot number will be performed. Based on the available information, the performed investigations are considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-may-2024 by a physician concerning a 64-year-old female patient. The patient was a smoker. No information about medical history, concomitant medication or history of allergies has been provided. The patient had previously received treatment with sculptra on 04-nov-2022, 25-nov-2022 and mar-2023 for face contouring (temple). On an unknown date in apr-2023, the patient received fourth treatment session with sculptra for face contouring (temple). Amount, lot number, injection technique and needle type were unknown. Six months after the last session, in 2023, the patient noticed the appearance of nodules (implant site nodule) in all areas of application of sculptra. During the same period, she developed shoulder pain (arthralgia), diagnosed as bursitis (bursitis). The patient was treated with 3 monthly injections of diprospan [betamethasone dipropionate]. The reporting physician informed that the nodules improved for about 20 days after diprospan and subsequently recurred. The patient also presented an abnormality on chest x-ray, which was treated as pneumonia (pneumonia). To treat the nodules, the patient underwent 14 sessions of saline solution [sodium chloride], endymed, and vzet until jan-2024, without complete resolution of the condition. The patient sought consultation with another dermatologist who asked about the possibility of having been injected with pmma. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Shoulder pain was unknown. Bursitis was unknown. Pneumonia was unknown.